Event description:
A patient experienced swelling of the throat approximately six hours after an impression was taken using jeltrate. The patient visited a doctor and was ultimately referred to an allergist, though no medication or intervention was administered.